Event description:
The report was from (B)(4) study. On (B)(6) 2010, 3 cypher stents were placed in the rca. A 3.0 x 18mm stent was placed in the proximal, a 2.5 x 13mm stent was placed in the mid, and a 2.5 x 23mm stent was placed in the distal. It is unknown if the stents were overlapping. On (B)(6) 2010 (index procedure), the patient came back in with an 80% restenosis of the ostial proximal rca. Vessel diameter was 2.75mm and lesion length was 8mm. Target lesion classification was c. A cxs13275 was direct stented at 14atm. Post-procedure stenosis was 0%. Patient was discharged the same day. Approximately a month and 3 weeks later, the patient returned with a 99% restenosis of the mid rca. This stenosis was not within 5mm of the stent implanted on (B)(6) 2010. The restenosis was treated with a xience stent

Manufacturer narrative:
This is one of three products involved with the reported event. The associated manufacturer report numbers are 3003742446-2010-00260 and 3003742446-2010-00261. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that patient experienced restenosis after having coronary artery stents implanted. Prior to enrollment into the study the patient had a 3.0mm x 18mm cypher implanted in the proximal right coronary artery (rca), a 2.5 x 13mm cypher stent was placed in the mid rca, and a 2.5 x 23mm cypher stent was placed in the distal rca. It is unknown if the stents were overlapping. Approximately one month later, the patient was enrolled into the study for an 80% restenosis of the ostial portion of the proximal rca. Vessel diameter was 2.75mm and lesion length was 8mm. Target lesion classification was c. A cxs13275 was direct stented at 14atm. Post-procedure stenosis was 0%. Patient was discharged the same day. Approximately a month and 3 weeks later, the patient returned with a 99% restenosis of the mid rca. This stenosis was not within 5mm of the stent implanted at enrollment. The restenosis was treated with the implant of a xience stent. The patient's medical history is significant for angina, peripheral artery disease, hyperlipidemia, hypertension, and myocardial infarction, peripheral vascular disease with claudication, smoking, bipolar disorder, and (B)(6). The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is more prevalent in people that smoke. Without knowing the vessel/lesion characteristics or the procedural details it is not possible to determine a definitive cause for the event but there are patient factors that may have contributed to it.

Manufacturer narrative:
Updated cc: the complaint received states that this (B)(4) study patient experienced coronary artery restenosis. This is a (B)(6) female with medical history including mi in 2002, three pci's all involving the rca (most recent (B)(6) 2010), dyslipidemia, hypertension, pad and current smoker. The indication for the index procedure was class ii angina with a 90% instent restenosis of the ostial rca. In (B)(6) 2010, the index procedure was performed with placement of one study stent in the ostial rca. The core lab reported 14% residual stenosis, no dissection and timi 3 flow. Also provided was the following comment, "target lesion ds%<50% by qca and is isr of previously deployed stent." The patient was discharged the same day on dual anti-platelet therapy. In (B)(6) 2010, repeat angiography for recurrent chest pain and positive stress test revealed an eccentric 99% instent restenosis of the mid rca. The core lab reported a 14% inlesion restenosis in the proximal rca with no thrombus, timi 3 flow and noted a remote target vessel revascularization. The mid rca restenosis was treated with single des implantation. In (B)(6) 2010, the patient presented to the ed with chest pain different than previously experienced and blood in the stool. Hemoglobin levels were noted to be stable, CT of the chest was negative for pulmonary embolus and kub revealed non-obstructive bowel gas patterns. The ECG and cardiac enzymes were negative. The stool for occult blood was positive. Previous egd done in 2009 had revealed gurd and the patient had been treated with prevacid. Dual anti-platelet therapy was continued. In (B)(6) 2011, angiography was performed for increased chest pain with shortness of breath. There was a proximal high grade stenosis in the rca involving the entire stented segment as well as a mid eccentric 80-90% stenosis in the lcx. The lcx stenosis had been noted on prior angiography. The core lab reported an 85% inlesion restenosis, multifocal, in the proximal rca with no evidence of thrombus, timi 3 flow and noted a target lesion revascularization. Balloon angioplasty and stent placement were successfully done for treatment of the ostial rca. The lcx lesion was also treated at this time. The dual anti-platelet therapy was altered at this time; however, was not interrupted. In (B)(6) 2012, the patient reported stable angina. There was no testing or treatment performed at this time. In (B)(6) 2012, the patient reported unstable angina and revascularization was performed to the rca. Per the site, "there are multiple stents throughout the rca, starting from ostial all the way down to distal rca. There is a focal hazy appearance with an approximately 80% stenosis at mid rca which possibly could be due to a stent fracture or a gap in between the stents at this location. Distal to that there is an additional 60 % in stent restenosis." Pci was performed with des to mid to distal rca. The cypher stents remain implanted thus unavailable for analysis. (B)(4). There was no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.